Event description:
A registered nurse (rn) reported a patient on pd therapy has peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Rather the nurse was ordering syringes for the patient to administer antibiotics. In additional follow-up, the pd nurse stated that on 8/dec/2023, the patient was hospitalized with peritonitis characterized by abdominal pain. The patient had a pd culture obtained (in the hospital) which yielded an elevated white blood cell (wbc) count. The nurse was not able to provide whether the pd culture had any organism growth. The patient was initiated on antibiotic therapy with intravenous ceftazidime (dose not provided). Subsequently, on (B)(6) 2023, the patient was discharged from the hospital continuing intra-peritoneal (ip) ceftazidime (dose not provided) on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd with the same cycler. The nurse confirmed that the patient did not have any fluid leaks with the fresenius cycler or any performance issues with fresenius products in relation to the event. The nurse reported the patient did not completely attach the fresenius extension set to the pd catheter (not a fresenius product) which resulted in a disconnection. The nurse indicated the peritonitis was due to the patient error as this led to a breach in the sterile pathway.